Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of a 5.3 mm in diameter abdominal aortic aneurysm. The aorta neck was long and angulated approximately 40 degrees, and the abdominal aorta was significantly tortuous. The distal aorta was 18 mm in diameter, calcified, and nearly positioned horizontally in the pt. Iliac vessels had moderate tortuosity and mild calcification, and access vessels were large. There was also a large 6 mm in diameter, patent ima. It was reported that the physician decided not to coil the ima. The endurant main body was deployed (MFR report # 2953200-2011-01515); however, during the device removal, the taper tip could not be completely re-sheathed, as the nursing staff had placed a sticky post-it note on the outer sheath of the device. The device was safely removed from the pt without issues. The proximal and distal landing zones of the stent graft were then ballooned using a reliant. On the post-implant angiographic run, it was noted that the bifurcated stent graft had moved distally approximately 20 mm. The physician elected to intervene by deploying a proximal endurant extension cuff (MFR report # 2953200-2011-01516); however, on the final angiographic run, a late unknown type of endoleak was observed down the length of the stent graft. The physician ballooned the proximal end of the stent graft, although no improvement was seen. No further intervention was performed. On a follow-up CT scan, no endoleaks were noted. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: (endoleak), (angulated aortic neck). Evaluation, conclusion: (angulated aortic neck).